Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see updated sections: g4, g7, h2 and h10.

Manufacturer narrative:
The device has not been returned to olympus for evaluation, therefore we are unable to determine a root cause for the reported event. The cleaning process and instructions for use (IFU) were reviewed with the user facility and a copy of the IFU was provided.

Event description:
Olympus received a report from a user facility stating that during a therapeutic percutaneous nephrolithotomy (pcnl) procedure the shockpulse handpiece was found to be blocked with stones. The user facility believes that these were never cleaned out from the previous patient. The procedure was cancelled and will need to be rescheduled. There was no report of patient infection or injury related to this incident.